Manufacturer narrative:
The product was not returned for eval and testing. Additional info will be forthcoming within 30 days upon receipt.

Event description:
Three days following insertion of this optease vena cava filter, x-rays showed that this filter had migrated into the right atrium of the heart. The filter was successfully retrieved from the pt. There was no reported injury to the pt. Post filter insertion films show that the filter was placed upside down in vena cava. The pt was a male with a history of deep vein thrombosis and prior pulmonary embolism. A venacavagram was performed and the vena cava measured approx 15 to 18mm. The physician used a femoral vein approach and placed the filter in good position, below the renal veins, without difficulty. There was no thrombus present at the delivery site. The procedure was completed successfully. Two days post filter placement, the pt had a pacemaker inserted. There were complications from this procedure. The next day, while in recovery, it was noticed that the pacing system was being interrupted. The pt was taken to the ep lab and, under fluoroscopy, it was noticed that the filter had migrated to the right atrium of the heart. The physican snared the filter from the right jugular vein and another filter was placed successfully. The pt is in stable condition.